Event description:
It was reported that foley catheter balloon not symmetrical. Also stated that no sample for the catheter as it was thrown away by customer.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was not reported as there was no patient involvement. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that foley catheter balloon not symmetrical. Also stated that no sample for the catheter as it was thrown away by customer.